Event description:
It was reported the catheter stuck in lesion occurred. The target lesion was located on the first diagonal branch of the left anterior descending artery. The opticross was advanced for ultrasound examination for the target lesion. During the procedure, the catheter was stuck in lesion near the guidewire exit port. The opticross was released with a non-boston scientific guide extension catheter. The procedure was completed with another of the same device. There was no injury to the patient.

Event description:
It was reported the catheter stuck in lesion occurred. The target lesion was located on the first diagonal branch of the left anterior descending artery. The opticross was advanced for ultrasound examination for the target lesion. During the procedure, the catheter was stuck in lesion near the guidewire exit port. The opticross was released with a non-boston scientific guide extension catheter. The procedure was completed with another of the same device. There was no injury to the patient.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath and imaging core were cut. The hub and telescope were not returned for analysis. During microscopic inspection the guidewire exit port was found damaged (deformed/lifted). Inspection of media returned by the site confirmed that the device was cut and the guidewire exit port was damaged (deformed/lifted).